Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that on (B)(6) 2023, the patient's infusion set's connected site was not attached to the needle while she opened the package. Her blood glucose level ranged between 5-12 mmol/l. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.